Event description:
It was reported that during the attempt to secure the ventricular lead, the setscrew rotated continuously and no clicking sound was confirmed. The device was replaced.

Manufacturer narrative:
Evaluation description: the reported field event of set screw anomaly could not be verified in the laboratory because the set screw was not received. The test set screw tightened the test lead connector pin within specification. Without the return of the set screw a complete analysis could not be performed.